Event description:
Hospital pt was restrained in a wheelchair using posey padded belt 4135. Pt was left unattended and slid down the wheelchair, under the restraint. As they slid, their neck was caught at the restraint. Caregivers found pt in this position, released them, administered CPR, but were unable to revive pt. The autopsy showed the cause of death was asphyxia and the manner of death was accident.